Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right eye (od) and low vault was observed. . The lens remains implanted.

Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. (B)(4). Lens remains implanted. (B)(4).